Event description:
Additional information was received. It was reported that the patient expired. The death certificate is unavailable. The investigator's assessment of the device and procedure relation is unknown.

Manufacturer narrative:
Date of death is unknown. (B)(4). Results and conclusion: (unknown cause of death). (Death).

Event description:
A valiant thoracic stent graft was implanted for the treatment of a distal type I endoleak. Approximately 29 months post implant, it was reported that the patient expired. The cause of death is unknown.